Event description:
It was reported that stent damage post-deployment after secondary device interaction occurred. The target lesion was located in the right coronary artery (rca). A 20x4.00 omega¿ stent was advanced and implanted to treat the target vessel. When the physician pulled out the balloon post stent implantation, the guide catheter deep engaged to the stent edge and the stent edge was deformed. The procedure was completed by implanting another 4.0x8mm omega¿ stent to overlap the first implanted stent. The final result was very good. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).